Manufacturer narrative:
Internal reference: (B)(4): the system was returned to the manufacturer for evaluation. Visual inspection discovered a damaged media bin on the system. No further external damage was noticed on the system. No smoky smell was noticed coming out of the system before disassembling. The system was connected to the power outlet however volcano logo power switch failed to turn on and the system failed to boot up. The cpu was pulled out of the system housing for a complete disassembly and for a careful inside examination. No further damage or dust was noticed inside the system. At this time a smoky smell was noticed coming out of the main power supply however no visual traces of burn were noticed on the power supply. The system was further disassembled to its individual components and they were tested for their functionality by installing into a gold test station. All components worked as intended. Due the fact that system internal components worked as intended in a gold test station, it was clear that the system main power supply which had a burning smell had failed. However we were unable to conclusively determine what had caused the power supply to fail. We will continue to monitor complaints for this failure mode per our standard trending process. No further action is required.

Event description:
(B)(6) (customer biomed engineer) reported the system did not power on. The site attempted to use the system, but it did not boot-up. (B)(6) stated there was the smell of burnt electrical emanating from the s5 system. Lights and fans did not power-on. Patient did not need ivus or ffr procedure performed.